Event description:
Revision surgery - wear evidence was found at the anterior part of the post of ps insert when the surgeon did arthroscope for that patient after taxis (reduction) because patient had complained about pain on her left knee after dissociation.

Manufacturer narrative:
On november 29, 2012 it was reported by an agent that wear evidence was found on the anterior portion of the posterior stabilized (ps) post when the surgeon performed arthroscopy for the patient after taxis (reduction); the patient complained of pain on her left knee after dissociation. The investigation was noted with; the investigator believes this actually means dislocation and not dissociation. The surgeon was concerned with the possibility of the posterior stabilized stem being broken; therefore the patient was revised from a ps insert to a constrained revision. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination. The component involved with this complaint is a part number: 360-11-501, lot 53982479, insert, posterior stabilized, series 500, size 1, 11mm, cm. A part number 385-15-501 is also listed in the complaint as a component that may have contributed. The 385-15-501 is another tibial insert (size 1 standard insert) and it is unclear why this was listed in the complaint. A 385 series insert was not returned and will not be included in this investigation. The returned 360 series ps insert was visually inspected. There is wear on the three anterior locking tangs consistent with removal damage during revision. The articulating condyle surfaces are polished and in generally good condition. There are no major scratches, pits, or wear on the condyles. The damage reported on the anterior portion of the ps post is confirmed visually. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint against this part number. The root cause for this revision was due to ps post damage which was discovered and could have occurred after the patient's knee dislocated. Several factors can play a role in dislocation such as; loose soft tissue, high patient activity level (which was reported in this case), and trauma. Dislocation can cause anterior ps post damage. There is no evidence of a design or manufacturing problem contributed to the event. There are no indications of a product or process issue affecting implant safety or effectiveness.